Event description:
It was reported that approx 2 hours into da vinci s hysterectomy procedure, the monopolar curved scissors (mcs) instrument "sleeve" made contact with the pt's bowel serosa, causing a small thermal char injury. The injury to the pt's bowel serosa was repaired with a single vicryl suture. The mcs instrument was used as a replacement for the original monopolar scissors (mcs) instrument that broke. (Refer to MDR# 2955842-2009-00246). The planned surgical procedure was completed with a replacement mcs instrument and without significant delay.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.